Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7079977, UDI: (B)(4). Product family: scs-ipg-r: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 578107, UDI: (B)(4). Product family: scs-leads fixation-MRI: upn: m365sc43190, model: sc-4319, batch: 30994182, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead where exposed. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return.

Event description:
It was reported that patients spinal cord stimulator lead where exposed. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return.

Manufacturer narrative:
Correction to the initial MDR in block h6.